Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during implant surgery when opening the blister the implant was missing. Procedure completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tsv implant package system was returned for investigation; the implant (tsvb13) was not returned. Visual evaluation of the package identified that the outer and inner vials were already opened by customer and the implant was missing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture image was not provided by the customer review of appropriate documentation:DHR review was completed for the subject lot number (1225083). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformities, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the picklist, pre-sterilization inspection and product release checklist. No actionable events related to the reported event were identified. Complaint history review was completed for the subject lot number (1225083). No other complaints about nonconforming products were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, the reported malfunction did occur. However, the reported event could not be verified since the condition of the product as received by the customer is unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.